Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2016-06036, reference MFR. Report# 1627487-2017-00643, reference MFR. Report# 1627487-2017-00644. Additional information received identified the patient underwent another surgical intervention on 01/21/2017 due to the scs extensions eroding through the skin. The extensions were explanted and replaced. Scs extensions are being added as device 3 and 4.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-06036. Additional information received identified the skin erosion has not resolved and the patient was having swelling around the leads due to infection. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the leads and extensions were explanted. Extensions are reported under reference MFR. Report# 1627487-2017-01582 and reference MFR. Report# 1627487-2016-01583.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06036. It was reported the patient¿s scs leads were eroded through the skin. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the leads and extensions were buried deeper and the skin sutured which resolved the issue. Reportedly, the wound from the skin erosion has healed.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06036. Additional information received identified infection has resolved.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06036, reference MFR. Report# 1627487-2017-00643, reference MFR. Report# 1627487-2017-00644. Additional information received identified the patient still experiencing fluid discharge at times and hasn¿t completely healed over yet . The patient is still under observation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-06036. Additional information received identified the issue recurred. The patient was readmitted to the hospital due to the leads protruding through the skin. The leads were reburied sutured and stapled in place on (B)(6) 2016.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06036. Additional information received identified the wound has healed.